Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. During a pulmonary vein isolation (pvi) ablation procedure with an intellanav mifi open-irrigated catheter to treat atrial fibrillation, pvi was nearly finished but the physician had problems reaching the anterior part of the right inferior pulmonary vein (ripv) ostium. He tried to maneuver the catheter to the desired spot several minutes, but could not get there. Resistance was felt when the physician tried to reach the anterior wall at ripv ostium. Another physician took over and realized that the catheter wasn't located in the left atrium anymore, but was withdrawn into the right atrium. Then, the blood pressure of the patient dropped and they discovered a pericardial effusion. They performed a pericardiocentesis, but the hole was closed within a few minutes and the patient's blood pressure was good again. After that the patient woke up, they were orientated and able to communicate. The patient fully recovered. The physician was convinced that the perforation happened because he did not realize that the catheter was in the right atrium, and tried to reach an anterior part of the left atrium. Therefore, he pushed too hard with the catheter within the non-boston scientific sheath and that made it really stiff and inflexible. It was not related to any malfunction of the catheter. The catheter was disposed of, and is therefore not available for return.